Manufacturer narrative:
During investigation a crack (0,8 cm) in the catheter luer connection could be confirmed. The appearance of the present crack as well as the breaking behavior during stress test pointed to the application of organic disinfectants and excessive force. As this is not indicated according to the product's IFU this is seen as a handling error by the user, not following the IFU. A review of the DHR could not identify any non-conformities or deviations relevant to the reported issue. No further complaints were received for this batch. Please note, getinge USA sales, llc(importer) is submitting the report on behalf of pulsion medical systems se (exemption number e2018007). Contact: (B)(6).

Event description:
Manufacturer reference #: (B)(4).

Manufacturer narrative:
Further information surrounding the event has been requested and investigation is ongoing. A supplemental medwatch report will be sent when the investigation is completed. Exemption number e2018007 (B)(4).

Event description:
It was reported that upon set up of a picco catheter a blood leakage occurred at the luer connection of the picco catheter. According to the provided information the amount of leaked blood was "small". No patient injury or clinical consequences were reported. Manufacturer reference #: (B)(4).